Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wiggle pads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt316 junior cannula was not received for evaluation. Our investigation is based on visual inspection of photographs of the complaint cannula provided by the hospital. Results: visual inspection of the photographs showed that the loop pad (wiggle pad padding) had become partially detached from the cannula. The optiflow junior cannula maintains good retention on the infant's face during use. The wiggle pads can become soiled with patient secretions over time and this can affect the retention. For this reason our user instructions warn the user to replace them when necessary: spare wiggle pads are available for this purpose. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wiggle pads. The user instructions that accompany the opt316 state the following: ensure skin is dry/prepared. Check cannula remains secure on the face. Replace wiggle pads if required.

Event description:
A hospital in (B)(6) reported that the velcro on the wiggle pads of an opt316 optiflow junior nasal cannula was "coming off". It was confirmed that there was no patient harm.